Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with stripped battery cap coin slot, cracked case from display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticky or hard to press. Customer stated that the insulin pump had random no delivery alarms. The battery life was diminished and insulin pump rejected new battery. The insulin pump had scratch on screen and crack around battery casing. Battery cap threading was stripped. No harm requiring medical intervention was reported. The device will not be returned for analysis.